Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract, and the blood control feature did not work. The following information was provided by the initial reporter: during an IV placement. I attempted to retract the needle after successfully placing catheter within the vein. Needle failed to retract into device and had to be removed from the patient manually. While removing the needle the occlusion device also failed leading to blood to flow out of the catheter. Needle needed to be placed in a safe area while I stopped the bleeding with a clave. Needle was placed into sharps afterwards. Was there injury? No injury but resulted in the need for intervention.

Event description:
(B)(6) 2025. It is stated that "was there injury? No injury but resulted in the need for intervention". What was the intervention? Intervention was as follows: needle needed to be placed in a safe area while I stopped the bleeding with a clave.

Manufacturer narrative:
Inv. No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4316726. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.